Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The 20x3.5mm, concentric, de novo and restenotic target lesion with a bend of greater than 45 degrees was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50 x 24 synergy drug-eluting stent was advanced but significant resistance was encountered during insertion and the device was hard to advance through the guiding catheter. The device was removed and a guide liner was used to facilitate the insertion and guidance. However, the proximal part of the device broke at approximately 25cm. Finally, the device was removed and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.50 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found a break 27cm distal to distal end of strain relief as well as multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. The device loaded through a guide catheter without issue. No other issues were identified during analysis. (B)(6).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The 20x3.5mm, concentric, de novo and restenotic target lesion with a bend of >45 degrees was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50 x 24 synergy drug-eluting stent was advanced but significant resistance was encountered during insertion and the device was hard to advance through the guiding catheter. The device was removed and a guide liner was used to facilitate the insertion and guidance. However, the proximal part of the device broke at approximately 25cm. Finally, the device was removed and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.50 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found a break 27cm distal to distal end of strain relief as well as multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. The device loaded through a guide catheter without issue. No other issues were identified during analysis.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The 20x3.5mm, concentric, de novo and restenotic target lesion with a bend of >45 degrees was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50 x 24 synergy drug-eluting stent was advanced but significant resistance was encountered during insertion and the device was hard to advance through the guiding catheter. The device was removed and a guide liner was used to facilitate the insertion and guidance. However, the proximal part of the device broke at approximately 25cm. Finally, the device was removed and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was stable.